Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 25 mmol/l treated with manual injection. It was also reported that air bubbles was found in the tubing. The customer's blood glucose was 13.9 mmol/l at the time of incident. Troubleshooting was performed. The reservoir will not be returned for analysis.